Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No alarm noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 40 mg/dl value properly from glucose meter. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Customer stated that the insulin pump would not send blood glucose information to the meter. Blood glucose level at the time of the incident was 109 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.